Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that an endovascular stent graft did not open completely during deployment. During an attempt to complete deployment of the stent graft, the delivery system catheter broke. There was no reported pt injury.